Event description:
The pt was reportedly experiencing infection at the implant site. It was reported that the pt had scratched the incision site after the implant surgery. A surgery was performed to clean the pt's mastoid and facial recess. The pt's device was explanted and the electrode array was left inside the cochlea. Advanced bionics is in the process of gathering more info.